Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that the footswitch was not responding to unit during a cataract extraction procedure. The system was changed to complete the surgery. There was no impact to the pt.